Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead. (B)(4) is specific to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the trial patient feels like she is doing better today after her husband increased her stimulation. She stated she has never voided 14 times before. Patient took a valium. She reported being irritated/burning day of procedure. On (B)(6) patient mentioned taking her valium. She also mentioned having a uti. She stated she has bad nerves and her medical doctor had trouble inserting wires at time of procedure. No further complications were reported or are anticipated.